Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed and resolved by tac on call. The customer contacted olympus technical assistance support (tac). Technical assistance center (tac) provided remote troubleshooting and instructed customer to press the switch info buttons 4 and 5, which are configured for release 1. Upon pressing button 4, the switch lit up on the screen, allowing the customer to capture the image. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the xenon light source is not capturing images. The issue occurred during a diagnostic procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.